Event description:
A customer reported that they were unable to use their freestyle meter as the display screen had frozen. The meter was returned and, in the course of investigation was discovered to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original maxell battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 2.990 v. Did not observe battery icon and booklet icon while strip was inserted. Did not observe strip code, however, uom was selectable and was received at mg/dl. Error log 015, 0204, 0300, 0800, and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.